Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a bile duct drainage procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when it was attempted to release the stent, strong resistance was met and the guide catheter broke. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. No other damage was noted to the device. The procedure was completed with another flexima biliary stent device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a bile duct drainage procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when it was attempted to release the stent, strong resistance was met and the guide catheter broke. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. No other damage was noted to the device. The procedure was completed with another flexima biliary stent device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a bile duct drainage procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when it was attempted to release the stent, strong resistance was met and the guide catheter broke. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. No other damage was noted to the device. The procedure was completed with another flexima biliary stent device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found the push catheter is broken, and the proximal end was not returned. The proximal end of the returned section of extrusion is cut and jagged. The suture is missing and the suture hole is torn. The guide catheter was also stretched and broken, with the proximal end not returned. The stent was returned and was undamaged. A functional evaluation for stent deployment could not be performed as the overall device integrity was not intact. A review of the device history record (DHR) was performed and revealed no related issues to the reported complaint. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors limiting the device performance.

Manufacturer narrative:
The reported event of catheter break. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.